Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via a manufacturer representative (rep) reported the patient's mom reported symptoms of increased spasticity and behavior changes from the patient. When in office on 2019-oct-18, they attempted to aspirate, but side port was negative. They suspected occlusion of catheter. It was unknown what factors may have led or contributed to the issue. It was noted that surgical intervention occurred where the catheter was replaced today ((B)(6) 2019). It was noted that the issue was resolved at time of report. The patient's weight was asked, but unknown. The patient's status at time of report was alive- no injury. The patient's medical history included cerebral palsy. The event date was (B)(6) 2019. The patient was receiving unknown baclofen 2000 mcg/ml for a total dose of 575 mcg/day. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 12-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implantable pump. The indication for use was intractable spasticity and cerebral palsy. It was reported the patient was currently experiencing what was suspected to be a device-related event, potentially withdrawal. The doctor believed there was an issue preventing flow through the side port or a fracture in the catheter preventing medication delivery. There were no known motor stalls. This was all the information received at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.